Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an acl surgery, the tip of the biosure driver had become flared out due to continued use, causing three biosure regenesorb screws to break during insertion. The broken pieces were retrieved using forceps, haemostat, and suction. The surgery was completed with a change in the surgical technique. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
Corrected data: b5, d1, d2a, d2b, d4, d10.

Event description:
It was reported that during an acl surgery, the tip of the biosure driver (case (B)(4)) has become flared out due to continued use. This caused three biosure regenesorb screws to break during insertion. The broken pieces were retrieved using forceps, homeostat and suction. The surgery was completed with a change in the surgical technique. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (investigation findings & component code). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the driver has flared out and deformed. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.